Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump monitored in 50c oven for several hours and no button error alarm noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that she had the device in her bra while playing sports. Blood glucose level at the time of the incident was 508 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.